Event description:
It was reported that the surgeon planned to put a 36 mm standard offset head size. He opened the same size box and implanted it to accolade stem but when he crossed checked, he found it was not a standard head but it was -4 offset head in a standard offset box. The -4 offset head was implanted in the patient's hip.

Manufacturer narrative:
The device is not available for evaluation as it was implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the surgeon planned to put a 36 mm standard offset head size. He opened the same size box and implanted it to accolade stem but when he crossed checked, he found it was not a standard head but it was -4 offset head in a standard offset box. The -4 offset head was implanted in the patient's hip.

Manufacturer narrative:
The investigation concluded that the alleged mix-up could not have originated within stryker control. A review of the manufacturing/packaging process and distribution process confirmed this. It cannot be confirmed if, in fact, a mix-up occurred. However, if a mix-up did occur it was most likely as a cause of handling/storage conditions within the hospital. No device was returned for evaluation. The outer carton and patient sticker for the standard head ((B)(4), lot 41250003) were returned ¿ and all labels were correct. The -4mm head was implanted, and hence was not available for analysis. Furthermore, the device details for this device were not noted by hospital staff or any representatives present at the surgery so they remain unknown. The review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint database indicates there have been no other reported events for the reported this lot.